Event description:
In 2006, right subclavian port insertion. In 2007, radiology report, port was intact. Approx three months later, separation of catheter near entry to subclavian. On the following month, replacement of port. Dates of use: one day in 2006. Diagnosis or reason for use: breast ca.